Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Requested but not returned by hospital.

Event description:
It was reported a patient underwent a left total knee arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2016 due polyethylene wear. The tibial polyethylene bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Remains implanted.

Event description:
It was reported a patient underwent a left total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an bearing fracture; however, no revision procedure has been reported to date.